Manufacturer narrative:
Correction h6. F05 added.

Event description:
It was reported that during a ventricular fibrillation (vf) episode, this subcutaneous implantable cardioverter defibrillator (s-ICD) system, inappropriate mark noisy signals on a true ventricular episode. The electrogram (egm) was not visible during seconds, leading into a delay in therapy. Subsequently, this electrode was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a ventricular fibrillation (vf) episode, this subcutaneous implantable cardioverter defibrillator (s-ICD) system, inappropriate mark noisy signals on a true ventricular episode. The electrogram (egm) was not visible during seconds, leading into a delay in therapy. Subsequently, this electrode was surgically abandoned and replaced. No additional adverse patient effects were reported.